Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer was not able to pull any medication, resulting in an error stating 'unexpected service operation¿. A technical support specialist reversed the sync station, pulled transactions, and added them to the ephi. A full sync of the station was performed to resolve the issue, and the station was sync up with no issues. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction, and an unexpected error occurred while trying to pull medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.